Event description:
Testosterone deficient pt not responding to testosterone therapy. Levels remained deleted. This was puzzling to dr. During recent office visit pt disclosed that pt is getting plasmapheresis every two weeks. Pt wanted to know if this had anything to do with their testosterone deficiency. Dr discontinued the plasmapheresis. Now the pt's testosterone levels are going back up. Dr is questioning if this is circumstantial evidence that plasmapheresis interfers with testosterone levels. Pt had decreased sex drive, moderate to severe depression symptoms, muscular weakness with difficulty getting out of chair and low energy. All of these symptoms have been resolving.